Event description:
The patient was having an ir abdominal aortogram using 5mm and subsequently an 8mm balloon. When passing the second balloon - and inflating per manufacturer's recommendations - the balloon burst. When attempting withdrawal of the balloon into the sheath the balloon detached from the delivery catheter. The sheath was pulled back into the brachial artery in an attempt to remove the balloon and a fragment detached and remained in the brachial artery. The pt was taken to the operating room to remove it.